Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was loss or change of therapy. The patient had been on program 3 at 3.8 for several days and the patient was getting good results. On saturday (B)(6) 2016 she woke up a few times in the night with hard cramping. On sunday "(B)(6) 02116" the patient voided 7 times, which was more than what she was doing. Yesterday (B)(6) 2016, the patient voided 5 times. Stimulation was not felt and therapy was on. It was noted that she had been in touch with her doctor earlier this week. The change in therapy/symptoms was considered sudden. The patient later reported that steps taken to resolve the issues included 2 program changes.

Event description:
Additional information was received from a patient. It was reported the steps taken to resolve the issue included prayer. The patient had no idea why they had cramping, and noted it could have been because they did not have normal bowel movements anymore. They explained they tended to have to go several times a day in very small amounts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.